Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1388tc competitor lead. (B)(4).

Event description:
The patient reported that the device pocket was too big, and that each time the patient bends over the patient has to hold a hand over the device to prevent it from flipping onto its side. The device remains in use. No patient complications have been reported as a result of this event.